Event description:
Per complaint (B)(4), a patient presented to a post-operative appointment with infection at their dental implant site. The infection was discovered with a radiograph. The implant was removed one month after initial placement.